Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver display was frozen. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A functional test was performed and passed. A receiver download was performed and passed. A manual time and date set test was performed and failed due to input not advancing. An internal visual inspection was performed and failed due to moisture damage and assembly error. Confirmation of the complaint was confirmed. The probable cause was moisture damage and assembly error.